Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Damaged anvil former (locking spring scratches). The analysis results found that the device arrived in good visual condition, fully loaded with staples and with the breakaway washer uncut. After further analysis it was noted that the locking springs on the anvil were scratched, indicating that the anvil was not reattached correctly. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. The device was tested for functionality with the returned anvil and washer, and it fired, formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was reattached and detached without any difficulties noted. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during an unknown procedure, the anvil head could not be locked when connected to the trigger. When the surgeon closed the turning knob, the anvil head fell off. Another device was used to complete the procedure. There were no adverse consequences for the patient.